Event description:
It was reported that the patient¿s right ventricular lead had been conveying noise since (B)(6) 2016. The patient presented to the operating room on (B)(6) 2017 to revise the right ventricular lead. The physician tried to reposition the left ventricular lead to assume the sensing and pacing functions of the right ventricular lead, but it was then discovered the left ventricular lead also was conveying noise. The physician then switched the leads back to their original positions. In lieu of the foregoing, the patient¿s settings were reprogrammed. The patient¿s condition is stable. The patient is being observed